Event description:
This event is being conservatively reported for pericardial effusion as the cause of the effusion is not clear. It was reported on an (B)(6) 2022, a 25mm amplatzer amulet was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. There was no difficulty implanting the device, and the device was only partially recaptured once during procedure. A concentric pericardial effusion was noted during procedure. The patient's activated clotting time (act) level was 280. The pericardial effusion did not lead to cardiac tamponade. A pericardiocentesis was performed to drain the effusion. The patient was reported to be in stable condition. The cause of the effusion was unknown, but it was believed that it may have been when a trans-septal puncture was performed for the first time using intracardiac echocardiography (ice). The patient status was reported to be stable. No additional information was provided.

Manufacturer narrative:
An event of concentric pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.